Event description:
(B) (6) clinical study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with gastro intestinal bleeding. The index procedure treated the 80% stenosed 2.5x12mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of predilation and the placement of a 2.5x12mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2009, the patient was hospitalized with gastro intestinal bleeding and received a blood transfusion. The event was resolved with no residual effects. Per the physician, the event was "unrelated" to the study stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)